Manufacturer narrative:
(B)(6). Device not returned.

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek plus meter serial number (B)(4). The patient was measured twice with the meter, resulting with values of 8 inr and 7.6 inr. Due to the high values, a venous sample was collected from the patient and tested in another laboratory using "sta owrens buffer" on a sta r max instrument, resulting as 4.7 inr. The time frame between measurements is not known. No adverse events were alleged to have occurred with the patient. It is not known if the patient has lupus or cancer. The patient is known to be a well regulated inr patient with values in the range of 2 -3 inr. Parallel measurements have been performed with this same patient using the same laboratory method for the past 2 years and there have been no deviations. Quality controls were within range on the meter. The test strips did not have any issues when visually observed. The customer stated that the measurements were performed on a day when the laboratory had a temperature above "30 degrees", so several devices and reagents did not have optimal conditions. The customer's product was requested for investigation, but was not provided. Relevant retention test strips (lot 297788) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were within specifications. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.